Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope while walking through metal detector. The implantable pulse generator (ipg) provided rate drop response. The ipg remains in use. No further patient complications have been reported as a result of this event.